Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer2.1 was failed. A field service engineer logged into the hardware test application (hta) and performed open/close operations on the drawer. It was observed that the latch sensor failed to recognize the drawer as closed. The station was powered off, the latch sensor was removed and replaced, and the station was powered back on. Fse logged into hta again, conducted a successful functionality test, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed and failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.